Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected failed battery test alarm noted during testing. However, pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alert. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated they experience high blood glucose and treated with insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.